Event description:
It was reported that the customer had such low blood glucose while driving that his wife decided to call paramedics. His blood glucose was 83mg/dl at the time of reporting. He stated that he attributed the low to a combination of blousing for a high earlier that day and missing a meal. He also stated that his insulin pump alarmed a sensor error, for which he received a replacement sensor. No additional information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.